Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device as power consumption was 190% of expected and there was no increased pacing nor high atrial sensing. A device analysis was performed and the power consumption had been increasing in a gradual fashion. Boston scientific technical services (ts) recommended device replacement or reanalysis within 90 days. Additional information was received reporting that the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The report contains a correction to the d6b explant date.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device as power consumption was 190% of expected and there was no increased pacing nor high atrial sensing. A device analysis was performed and the power consumption had been increasing in a gradual fashion. Boston scientific technical services (ts) recommended device replacement or reanalysis within 90 days. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device as power consumption was 190% of expected and there was no increased pacing nor high atrial sensing. A device analysis was performed and the power consumption had been increasing in a gradual fashion. Boston scientific technical services (ts) recommended device replacement or reanalysis within 90 days. Additional information was received reporting that the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The report contains a correction to the d6b explant date.

Event description:
It was reported that there were concerns of a premature battery depletion for this pacemaker device as power consumption was 190% of expected and there was no increased pacing nor high atrial sensing. A device analysis was performed and the power consumption had been increasing in a gradual fashion. Boston scientific technical services (ts) recommended device replacement or reanalysis within 90 days. Additional information was received reporting that the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.